Event description:
The customer reported her blood glucose was reading 27 mmol/l (486 mg/dl). Upon further inspection she noticed the cannula had pulled out from the infusion site and there was also insulin leaking out of the pod. She decided to deactivate the pod. The pod was worn between 1 and 4 hours.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.